Manufacturer narrative:
Unit received with no button response due to corroded keypad traces. No button error alarms noted. No stuck buttons noted. Unable to perform displacement, prime/compromised force sensor system, basic occlusion, occlusion, and no delivery tests due to no button response.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump's buttons were unresponsive. The insulin pump alarmed button error. Insulin was spraying when she was priming because the act button was stuck. She was unable to clear the alarm. Customer's blood glucose level was 400 mg/dl. She treated her blood glucose level with a manual shot. The customer also experienced a low blood glucose level of 40 mg/dl. The customer was currently taking manual shots. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.